Event description:
Boston scientific received information that during a follow up visit, interrogation of this right ventricular lead and device displayed a check shock lead message indicating a out of range shock impedance. Previous interrogation had revealed gradual increasing shock impedance measurements however within acceptable range. In addition, increased threshold measurements had been observed. Commanded shock lead measurements were within acceptable range. Review of the daily measurements indicated two out of range measurements had occurred. Acceptable pace impedance measurements were obtained. No noise was observed. An internal technical service consultant was contacted and recommended further diagnostics be performed. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). According to available information, this system remains implanted. Should additional information become available, this event will be updated.